Event description:
The customer reports that the venous luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material in both extension lines. Visual examination of the returned connector assembly revealed that the venous (blue) extension line luer hub contained two cracks and gouge. This damage is consistent with over-tightening the luer hub. The connector assembly was connected to a lab inventory syringe and water was aspirated and injected through both lines. Many bubbles were observed at the base of the syringe when aspirating through the venous line. The venous line also leaked when water was injected through that line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed by complaint investigation. The venous extension line contained two large cracks and a gouge. This crack is consistent with over-tightening the luer hub. A device history record review was performed with no relevant findings. Based the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the venous luer hub was found broken during usage of hemodialysis.